Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased charge time could not be conclusively determined. (B)(4).

Event description:
During interrogation, it was revealed the right ventricular lead impedance was out of range. During another measurement, the right ventricular lead impedance was found to be within range, although high pacing threshold was revealed. The patient will continue to be monitored by follow-up. The patient is well.